Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate implant and immediate load procedures were performed.

Event description:
The clinician reported that 11 months after the dental implant and abutment were placed in ada site 13, the implant lost integration in type IV bone. Clinician reports pain and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 11 months after the dental implant and abutment were placed in ada site 13, the implant lost integration in type IV bone. Clinician reports pain and poor bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.